Event description:
The customer called and reported receiving sensor readings that were discrepant from her blood glucose levels, prompting her insulin pump to threshold suspend. Customer's blood glucose was 125 to 130 mg/dl when this occurred one time. On (B)(6) 2015, her blood glucose was 125 mg/dl and the sensor read 40 mg/dl. On the day of this report, customer's blood glucose was 235 mg/dl and the sensor read 57 mg/dl. Customer was unable to troubleshoot at the time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer testing. One of two sensors failed with low readings and one remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.